Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported multiple cases of under correction following lasik treatment. The surgeon believes the under correction was due to a low energy reading on the laser. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on information received following submission of initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. (B)(4).

Event description:
Upon follow up, additional information received showed minimal post operative refractive error.